Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 20 x 2.50 mm stent delivery system was returned for analysis broken at the strain relief and without the manifold hub section of the hypotube. A visual examination of the stent found stent damage. Stent struts from the mid stent region were lifted and pulled proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube shaft found a break situated in the strain relief region with the manifold hub section of the device not returned. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 18-22 mm in length target lesion was located in the moderately tortuous and severely calcified, 2.5-2.75 mm in diameter left circumflex artery. A 20 x 2.50 promus premier drug-eluting stent was advanced for treatment but could not cross the lesion. The device was removed, however, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 18-22 mm in length target lesion was located in the moderately tortuous and severely calcified, 2.5-2.75 mm in diameter left circumflex artery. A 20 x 2.50 promus premier drug-eluting stent was advanced for treatment but could not cross the lesion. The device was removed, however, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable.